Event description:
It was reported to medtronic minimed that the customer experienced the pump did not alarm and was not responding. Customer received a change sensor alarm. The customer reported blood glucose value of 499 mg/dl. The customer reported hyperglycemia treated with insulin pump. The event involved product(s) mmt-242a, mmt-7040a, mmt-332a, mmt-1884l, acc-1601. Troubleshooting was performed. Customer was not using the auto mode/smart guard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer declined to continue with troubleshooting. Customer reported receiving a power loss alarm. Customer was able to clear alarm. Alarm did not recur after inserting a new battery or recurring alarms were not identified in alarm history. Customer reported damage to the belt clip. Customer received a change sensor alert. Customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. No further patient complications were reported. The customer will discontinue use of the device. No product return is required for mmt-242a. No product return is required for mmt-7040a. No product return is required for mmt-332a. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for acc-1601.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current test. Pump did not pass the sleep current measurement test due to high currents. Pump communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter and no lost connection noted during testing. No audio/vibrate/absence of alarm anomalies noted during testing. Unit was successfully downloaded using thump and carelink. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, stained keypad overlay and pillowing keypad overlay. Customer did not experience an unexpected power loss of less than 7 days per the pump history. Unexpected battery power loss was not confirmed. Cosmetic damage was confirmed on the pump. Audio/vibrate anomaly/absence of alarm was not confirmed. No communication pump to transmitter was not confirmed. Unable to confirm high bgs. Pump received with a high sleep current measurement due to moisture damage on battery tube, pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.